Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that a pt had went to an ER with a body temperature of 104.3. Swelling and oozing were also reported. It was later reported that pt tested positive for (B)(6), and was sent home with a peripherally inserted central catheter line with vancomycin and meropenem. The pt was noted as doing well following the explant of his devices, and was recovering nicely without sequela.